Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead was electively capped and replaced after exhibiting undersensing of an induced ventricular fibrillation during defibrillation threshold testing (dft) following replacement of the associated chronic device. There were no adverse patient effects.